Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The pneumatic wiring; calibrations and settings were restored, and the unit was returned to service.

Event description:
The hospital reported the unit was leaking and mechanical ventilation was not functioning, discovered during preuse checkout. There was no report of patient involvement.